Manufacturer narrative:
The reported event of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message was not confirmed during functional testing; however, it was confirmed on archive data. The thermogard xp ivtm system passed the functional testing. There were no device deficiencies found during the evaluation of the system, which could have caused or contributed to the reported event. Upon visual inspection, the window screen display was found to be degraded and the white roller installed on rotor head was found to be on reversed direction (did not rotate), these additional findings unrelated to the customer reported event. The thermogard console is a reusable device and was manufactured on 03/15/2012. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Lm-34 was replaced to remedy the customer reported complaint of tcmid:05. Following service, including replacement of the damage parts. The thermogard xp ivtm system passed all the testing without any issue or fault. The event log review showed ten tcmid:05 (coolant diif failure) error codes on the reported event date. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During setup of the thermogard xp ivtm system, the console displayed tcmid:05 (coolant diff failure) error message. The customer used a second thermogard console to continue with therapy. No known impact or patient consequence information was available. No additional information provided.